Event description:
A malfunction alarm occurred without any notable events preceding it, and the malfunction code malf 0 was displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump by providing reset information, as the fault ID was available and the malfunction code was resettable.